Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. Based on the information available, the cause of the reported problem was not confirmed, customer refused the service.

Event description:
It was reported to philips that the green connector of the dfm100 defibrillator does not detect when both the defibrillation electrode cable and the external blades are connected when he went to do a cardioversion. Device was in clinical use but no reported adverse event. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.